Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 1627487-2023-00626. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on one lead and low impedances on a second lead. X-ray confirmed one lead is in the battery pocket. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2023 wherein it was observed the l4 lead migrated and l5 was fractured. During the procedure, the l5 lead could not be removed. As a result, the physician opted to leave the l5 lead implanted and implanted an s1 lead and replaced the l4 lead, addressing the issue. Therapy restored post-operatively, reportedly.